Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Rn supervisor on floor reported the primary rn stated the pump beeped "air." The rn opened the door to clear the air bubble, the tubing broke and sprayed lipids on the rn. No employee or patient harm was reported and no medical intervention was required. Customer stated that no further patient/event information is available.